Event description:
(B)(4). Follow up, today I received the photos from my doctor from my surgery to remove the essure and my fallopian tubes. The essure in my left fallopian tube perforated through the tube. I had essure placed in 2009, 3 months later I had the confirmation test to show they were in correct placement and that my tubes were closed. She also found some endometriosis which she treated.

Event description:
(B)(4). Started about 8 months after essure implants were placed. I started with my period going 2 weeks on, 2 weeks off. I did ablation hoping to stop the bleeding cycle. I failed ablation but went to nearly monthly cycles. A couple years later, I was diagnosed with idiopathic hyper sleep somnolence. I have been taking adderall up to 100 mg daily to keep me awake. Then started joint pain, thought it was due to simvastatin, stopped taking the statin but joint pains did not get better. Then dry mouth set in. I have been checked multiple times for sjogren's, all tests were negative. Was close to starting methotrexate but heard about possible essure issues, it sounded like that may be the cause. Had essure and tubes removed.